Event description:
Pt instrumented with pangea pedicle fixation experienced slipping of the polyaxial screw on the rod following fusions to the upper or lower lumbar spine. According to the surgeon, it is not yet clear if pt will need revision surgery. This is on (1) of three (3) reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.